Manufacturer narrative:
A ge service rep performed an on site investigation. The dicom box (nai) was found to be the cause of the error code. The customer agreed and intended to repair it.

Event description:
The customer reported the system displayed a communication data overload error message during a patient procedure. No report of pt injury.